Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) (B)(6), alleging that her onetouch verio iq meter, which she uses on her husband, read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that she was unable to confirm when the alleged meter issue began (possible sometime in november), alleging that they obtained inaccurate high blood glucose readings of ¿212, 192 and 164 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter informed the csr that the patient manages his diabetes with a combination of medication: he usually takes nph insulin 26 units during the morning, 28 units during lunch and 33 units at night, and that in response to the alleged inaccurate high reading, they increased his insulin by 2 units each time and started administering 30 units of ¿regular¿ insulin. The reporter stated that after the product issue began (time unknown), her husband developed symptom of ¿fainted¿. In response to the symptom, the reporter stated she called the doctor, and was given advise over the telephone, to treat the patient with some sugary food/drink. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and the patient¿s test strips had been stored correctly, were within expiry date, when the meter issue occurred. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.